Event description:
Patient suffering from pain and discomfort. Aspiration indicated metal reaction which led to revision.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
Examination of reported devices was not possible as they were not returned. Further information regarding this report was not made available to customer quality. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases found one other report against the 2290677 lot code. No reason for revision was provided and it cannot be determined if they are similar in nature. Two other reports were found against the 2292347 lot code for alval and pain. Previous review of device history records found no related manufacturing deviations or anomalies that would have contributed to the reported event. No other reports were found against the remaining lot/product code combinations. The investigation can draw no conclusions with the information provided. No additional event information or investigational inputs were provided to customer quality. As the case is in litigation, follow up for this additional information will be performed by depuy legal. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.